Manufacturer narrative:
Corrected data: h11 in initial MDR claim # (B)(4) is corrected to 435272. Claim# (B)(4).

Manufacturer narrative:
H11- disregard initial MDR as it is not applicable. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) exchange lens implantation procedure, the patient experienced a refractive change over time, blurred vision and lens rotation with repositioning. No further information has been provided. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).